Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad traces and keypad connector were inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a motor error alarm. It was also reported that buttons on keypad were not responding. Customer's blood glucose was 15 mmol/l. Insulin pump will be replaced.